Manufacturer narrative:
The onyx will not be returned for evaluation as it was consumed during the event. The onyx was not returned for analysis, therefore the complaint could not be confirmed and the event cause could not be conclusively determined from the reported information. Sultan, a. Et al (2014, february). Transarterial embolization of brain arteriovenous malformations. Neurosurgery quarterly, 24(1), 27-36. Doi:10.1097/wnq.0b013e31828c70ad mdrs related to this article: 2029214-2016-00787 2029214-2016-00788 2029214-2016-00789.

Event description:
Medtronic received information from literature review of onyx 18 leak during a procedure. The purpose of this article was to review the results of embolization of low-grade arteriovenous malformations (avms). 70 patients (31 male, 39 female, mean age 29.7 years) with intracranial avms were embolized. N-butyl cyanoacrylate was used in 45 avms, onyx was used in 19 of avms, and both agents were used in 6 avms. The authors stated that during a case, the microcatheter ruptured resulting in escape of onyx. This led to occlusion of a vertebral artery. The authors noted that the patient fortunately had good collateral circulation.